Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported an unspecifiec malfunction occurred. The wearable was inserted into the arm. On approximately (B)(6) 2025, in the morning, the patient woke up and checked her blood glucose after the sensor was inserted into the arm. The cgm was showing a downward arrow but the patient does not remember the value. She was asymptomatic and administered her usual dose of fast-acting insulin (novolog). Sometime after, she checked a finger stick reading and it was 198 mg/dl. The cgm during this time was showing an upward arrow but the patient does not remember the value. Shortly after, while trying to fall back asleep, the patient begane to feel dizzy. She got up to check a finger stick reading but she started to lose consciousness before checking. Prior to losing consciousness, the patient's grandson attempted to give her carbohydrates (apple juice). The patient's husband stated she was unconscious or "in a deep sleep-like state" for approximately four hours. When the patient regained consciousness, she checked the cgm and it had a sensor failure notification. There was no information about the time the patient was unconscious and how she regained consciousness. At the time of the report, the patient was doing fine and was in stable condition. No data was provided for evaluation. The allegation and the probable cause could not be determined. No additional patient or event information is available.